Event description:
As reported through european congress "transacatheter valve-in-valve (viv) implantation experience in 5 different catheter valves in three different bioprostheses".the author presented a retrospective study from 2009 to september 2014. 642 tavi procedures were performed during the time period, in which 31 were valve-in-valve (viv) representing 5% of total cases. The three bioprostheses were: mitroflow (n=24) , perimount magna (n=6) ) and cryolife o¿brian (n=1). As confirmed the perimount magna were implanted 8-12 years before it was also noted that some patients had renal insufficiency. There were no allegations of device malfunction. No further information provided.

Manufacturer narrative:
The device were not returned to manufacturer as they remain implanted. Without receipt of the device, no definitive conclusions can be drawn regarding these reoperations. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative - the device were not returned to manufacturer as they remain implanted. Without receipt of the device no definitive conclusions can be drawn regarding these reoperations. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported through (B)(4) congress "transcatheter valve-in-valve (viv) implantation experience in 5 different catheter valves in three different bioprostheses".the author presented a retrospective study from 2009 to september 2014. 642 tavi procedures were performed during the time period, in which 31 were viv representing 5% of total cases. The three bioprostheses were : mitroflow (n=24) , perimount magna (n=6) ) and cryolife o'brian (n=1). Related to this congress's presentation the article "single institution experience with transcatheter valve-in-valve implantation emphasizing strategies for coronary protection" author: daniele camboni, et al. Published on ann thorac surg 2015:99:1532-8. There were 3 magna sizes involved in these 6 valve in valve, 21, 23 and 25. In this case a 21mm bioprosthetic valve implanted in the patient required a valve in valve with a transcatheter valve. As confirmed the valves described in this article were implanted 8-12 years before. Some of these patients had renal insufficiency. No further information provided.